Event description:
It was reported that the patient presented in clinic. Device interrogation revealed premature battery depletion on the implantable cardioverter defibrillator (ICD). No changes or intervention was performed. The patient condition was stable.

Event description:
New information indicates that the pacemaker was explanted and replaced. The patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device was at elective replacement indicator (eri) upon receipt, which indicates battery voltage recovered due to device being without load. Analysis of device image revealed high current drain of approximately ten times that of normal current, which is consistent with increased duty cycle of the internal circuitry caused by a firmware anomaly. A device evaluation was performed, and no anomaly was found. The high current condition could not be reproduced during analysis.